Manufacturer narrative:
Lot review: a review of lot# 3287653 was manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Complaint received regarding one 081-ch-10, chemoclave® bag spike, lot# 3287653 (mfd. 07/16). Report states; the fluid leaked from the connection between the clave and bag spike. The leak was found when aspirating a normal saline the second time. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3287653 was manufactured, tested, inspected and released in july 2016 citing no exception documents. Visual receipt analysis: 12/12/2016 - received one used 081-ch-10, chemoclave® bag spike, reported lot# 3287653. One used terumo 500ml IV bag. The 081-ch-10 was spiked into the IV bag. The clave was at an offset angle and leaked at the bonded connection when flushed. Functional testing: a single used 081-ch-10 was returned spiked into a 500ml terumo IV bag. The clave on the 081-ch-10 bag spike assembly was broken and leaning off axis. The 081-ch-10 was disassembled and the clave spike was broken at the bond to the female luer of the spike typical of a bend break. Final analysis summary: the complaint of a leak at the connection between the 081-ch-10 clave and bag spike was confirmed. The leakage was the result of breakage during use. When a syringe is connected to a bag spike assembly this creates a long lever and care needs to be taken to support the bag spke and not apply bending forces during use which can result in bend breakage and subsequent leakage.

Event description:
Complaint received regarding one 081-ch-10, chemoclave® bag spike, lot# 3287653 (mfd. 07/16). Report states; the fluid leaked from the connection between the clave and bag spike. The leak was found when aspirating a normal saline the second time. No adverse patient/clinician consequences reported.